Event description:
A customer reported experiencing a power source alert 07. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes to see if the pump would begin charging. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.